Event description:
It was reported that a pump malfunction occurred. The issue had no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and it was confirmed that the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact technical support if the malfunction occurs again.